Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned to olympus for inspection. A definitive root cause could not be determined. Based on the results of the investigation, it is likely that the following led to the malfunction: ¿ due to failure of junction cable box manufactured by the third party. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the xenon light source intermittently had no image. There were no reports of patient harm.